Manufacturer narrative:
This MDR was generated under protocol (B)(4). Operator of device is unknown. No information has been provided. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: cracked case top corners, case bottom l-bracket screw threads, and left plunger case screw boss. Both tamper seals were intact. Functional testing and an occlusion test were conducted. The device passed all testing and performed within specifications. The reported issue was unable to be replicated. No root cause could be determined. As a preventative measure, the speaker was replaced.

Event description:
It was reported that the device presented an audible alarm failure. No patient injury was reported.